Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported a study aimed at demonstrating outcomes of PICC insertion and management in pediatric populations involved 2 cases of infections with a bd 5fr powerpicc. All piccs were inserted with ultrasound guidance, with or without real-time fluoroscopy. Notably, there were no immediate complications observed during insertion. Suspected catheter related infection is considered in patients with an indwelling PICC for over 48 hours who experience fever, leukocytosis and/or clinical signs of sepsis with positive hemoculture taken from either port of the PICC. Catheters associated with infection were removed. No other details about treatment for infection were noted in the study. The study determined there was no statistically significant correlation was observed between the infection rate and factors such as catheter size, catheter placement site, or the duration of the indwelled catheter. This report addresses both occurrences.